Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with uploading in retry mode. A technical support specialist (tss) identified that the station was in manual recovery mode due to being offline for more than 14 days. The issue was resolved by following knowledge article title manual recovery required - datasyncinvaliduploadchangetrackingvalue, after which the station successfully synchronized and was brought up to date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was rebooted but remained in retry mode. An additional error message stated, "device upload stopped - 21 days". However, there were no delays, adverse events or injuries reported based on this event.